Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving 1 mg/ml dilaudid at an unknown daily dose via an implantable infusion pump for spinal pain. It was reported that it was suspected that a pocket fill occurred on (B)(6) 2017. Suspected pocket fill with up to 20 ml of drug. It was not known at this time how much may have gone into the pocket. No symptoms were reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that approximately 15 ml of 1 mg/ml dilaudid was injected outside of the reservoir. The patient had approximately 3 hours of drowsiness and lethargy and was monitored in the emergency room (ER). Based on calculations at time of 2nd refill, the hcp believed only 15 ml was injected outside the reservoir. The cause of the pocket fill was operator error, the needle came out of the reservoir while injecting refill meds. As an action/intervention taken to resolved the suspected pocket fill, the patient was transported to the ER for monitoring. After 4 hours, the pump was evaluated and then refilled without complication. The pocket fill event had been resolved.